Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor¿s connecting tube connector was loose and disconnected .the event was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the issue occurred because the connector was loosened and damaged either from something hitting it hard, stress applied by the user in the loosening direction, or accumulated stress. User can detect/prevent the suggested event by conducting inspection in accordance with the following IFU. Chapter 3.inspection before use 3.3 inspecting the equipment¿s connectors. Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.